Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to have a false occlusion alarm when the on/off switch is switched to infusion. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. "This complaint is an ancillary service event opened during the investigation of (B)(4)." The cause was identified to be to the occlusion switch on the microprocessor unit board being out of adjustment. To correct the condition, the occlusion switch was adjusted. If any additional information is received, a follow-up will be sent.